Event description:
It was reported that the user experienced low blood glucose while using the ilet system, with a documented nadir of 50 mg/dl, and the user attributed recurrent lows to overtreatment of hypoglycemia and concern that the device adapted to resultant hyperglycemia leading to subsequent corrective dosing and additional lows; the device issued alerts, and the user considered reverting to multiple daily injections, with education provided on best practices for treating lows and a referral for additional training. Symptoms included hypoglycemia and anxiety. Outcomes included self-treatment with oral glucose and continuation of care outside a healthcare facility. Investigation included troubleshooting with the user, review of blood glucose correction practices, and assignment for additional training. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia contributing to glycemic variability. It was concluded that the event was related to user treatment practices, with education and follow-up training recommended to mitigate recurrence.